Manufacturer narrative:
(B)(4). Visual inspection was performed on the returned device. The reported separation was confirmed. The difficulty removing was unable to be confirmed as it was based on case circumstances. It is likely that the distal end of the catheter became entrapped within the vessel and during withdrawal, resistance was encountered and the shaft separated. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined that the reported difficulties appear to be due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to filing the initial medwatch report the following additional information was received: the procedure was to treat a calcified lesion in the iliac artery. There was no reported resistance felt during the advancement of the stent delivery system to the lesion. The shaft of the sds separated near the distal tip. It is unknown if any attempts were made to retrieve the separated portion. The patient was transferred to the intensive care unit. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimate. The location of the reported device was not provided; however, when information is received the investigation will be completed. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. An omnilink elite stent delivery system (sds) was selected for the procedure. At some point during the procedure the omnilink elite sds became stuck in the artery and when the physician attempted the remove it. The shaft of the sds separated and a portion of the shaft remained in the anatomy. No additional information was provided.